Manufacturer narrative:
The information provided for initial reporter was incorrect with the initial report. This event was reported under the incorrect customer. The correct customer information has been provided with this report. In addition, please reference to manufacturer report number 2032227-2013-05915.

Event description:
It was reported that the insulin pump gave a motor error and other alarms. Troubleshooting revealed that the drive support cap was flush. Later, the customer's daughter called to report that the customer was hospitalized because he couldn't regulate his blood glucose levels. Found that the customer was using an insulin pump that was not registered to him. Advised the caller that the insulin pump could not be replaced until the proper steps to have it registered to him have been taken. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.